Event description:
It was reported that the patient experienced ineffective therapy due to lead fracture. The fracture was confirmed visually by the doctor. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored post op. The explanted lead was discarded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.